Event description:
On 27 oct 2023, seaspine received information regarding a patient who had previously undergone hip surgery involving the use of synplug. During a follow-up visit, radiography revealed the presence of osteolysis in the region where the synplug was implanted.

Manufacturer narrative:
The complaint received inidicates that the biodegradable cement restrictor has undergone degradation. Existing literature indicates the possibility of additional deterioration in the hip prosthesis, potentially leading to a heightened risk of joint fracture. The prosthesis remains in place and no revision surgery has taken place. Osteolysis is evident, but it remains unclear whether this phenomenon is primarily caused by the device or if other physiological factors and interactions play a contributing role. Field safety corrective action (fsca-o-hhe-701) was undertaken to provide safety alert to physicians regarding the possible risk. At or around that time (2014), market withdrawal and destruction of unused product occurred.